Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open colostomy closure, the staples at the distal part of the inner staple line of the cartridge were unformed during use. The device was used to close insertion slots between the colons. About one second or one third of the distal part were unformed. The staple height was gold. Additional hand suture was performed on the seromuscular layer to complete the case. There were no adverse consequences to the patient.